Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by MFR: a 24 x 3.00mm promus premier select stent delivery system was returned for analysis with product mandrel stuck in the distal tip and stent protector over stent. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found damage to the distal end of the tip caused by a stuck product mandrel. A visual and tactile examination of the hypotube shaft found multiple kinks located along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found a break in the shaft polymer extrusion at the guidewire exchange port with the corewire exposed. Device returned with product mandrel in wire lumen and with stent protector on the device. The mandrel could not be removed distally due to it being stuck in the distal end of the bumper tip. The mandrel od was measured and the result was within specification. No other issues were identified during the product analysis.

Event description:
It was reported that difficulty removing the mandrel from a stent occurred. During a percutaneous transluminal coronary angioplasty, and while using a 23 x 3.00 promus premier select stent, an insertion aid (tip protection) of the stent device could not be removed. It was noted that no damages were noted on the device prior or post guidewire insertion; nothing was seen. The procedure was completed with another of the same device. No patient complications were reported in relation to this event and the patient was reported to be fine. However, returned device analysis revealed a shaft break.